Event description:
A 23mm sapien 3 ultra resilia valve was placed in an existing evolut r. The reason for valve in valve was reported to be regurgitation of the evolut r. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).